Event description:
It was reported that a stent was broke at the coil prior to replacement in the pt. There was no pt involvement.

Manufacturer narrative:
The actual stent was not returned by the user facility to bard for eval. The device history record was reviewed finding no internal rejects for broken components or damages. The manufacturing process for this product code was reviewed and the process controls are intended to detect this failure mode. As a finished good, quality assurance performs random visual inspections to assure that all components are present and correct. The instructions for use states in the precautions section the following related to proper use of stents: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Exercise care. Tearing of stents can be caused by sharp instruments. Care should be exercised when removing the stent so as not to cause tearing or fragmentation." (B)(4).